Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultralink meter displayed an inaccurately high reading. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began between 12:00 - 2:00 am on (B) (6) 2010. The pt reportedly tested on her meter and obtained a result of "101 mg/dl." The cca documented that the pt manages her diabetes with an insulin pump. The pt claimed that she rec'd an unspecified dose of insulin from her insulin pump based on the subject meter result. On an unspecified time after the alleged meter issue began, the pt claimed that she became unresponsive. It is not known who found the pt or who called the emergency medical services (ems). At 5:00 am on (B) (6) 2010, the pt's blood glucose was tested on the ems meter and obtained a result of "41 mg/dl." The pt was reportedly treated with a glucose tablet/gel. It is not known if the pt was taken by the ems to the hosp. During the troubleshooting session, the cca documented that the pt was using the correct testing technique for checking her blood glucose on the subject meter. The pt did not have a control solution to perform a quality control test on the reported meter at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered her insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.